Manufacturer narrative:
The device was not returned for evaluation and review of the device history record was not possible as the serial number is unknown. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported there was a hole in the ensite array catheter balloon during an ablation procedure. Near the end of an ablation procedure, the physician noticed on fluoroscopy that the balloon of the ensite array catheter had deflated. The physician removed the catheter from the patient and attempted to inflate the catheter with a saline syringe and noted there was a small hole in the balloon. The remainder of the procedure was completed with the conventional approach with no consequences to the patient.